Manufacturer narrative:
Section d6a: correction. Remove date of implant. Not applicable. Manufacturer's investigation conclusion: the reported event of a no external power alarm due to a loose power cable was not confirmed. The mobile power unit (mpu) (serial number: (B)(6)) was returned to the burlington service depot and evaluated; however, no log file was submitted. The returned mpu and v-lock power cable were connected to a mock loop and the power cable was manipulated by hand while the mpu was powered on. The power cable remained securely in place and the mpu did not lose power during the manipulation of the cable. No alarms were activated during testing. The internal components of the mpu were inspected for loose components; however, none were found. The mpu passed all functional testing and was able to run for several days without issue. Multiple good faith efforts were sent requesting additional information regarding if the cause of the no external power alarm was identified; however, to date no response has been received. A root cause for the no external power alarm was unable to be conclusively determined through this investigation. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 IFU under section 3 ¿powering the system¿ explains the various ways to power the heartmate 3 lvas, including how to use the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Heartmate 3 IFU section 8 entitled ¿¿¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the mobile power unit (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient described a no external power alarm and the cable was shaking like something loose was inside the cable. The patient was given an new mpu.